Event description:
The customer reported a vent inop condition due to an air valve liftoff failure; terminal block on the blower motor controller was discolored/charred at the blower blue wire. The customer reported there was no patient involvement.